Event description:
It was reported that oversensing was observed during a percutaneous coronary intervention attempt. Successive pulse x-ray from the fluoroscopy was suspected to be the cause. The patient experienced no adverse consequences.